Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Results from memory are as follows: 91mg/dl (fasting), 146mg/dl (2 hours after eating), 23mg/dl (fasting), 40mg/dl (fasting). Caller states her blood glucose is normally 80-100mg/dl. No adverse event reported.